Event description:
A (B)(4) distributor contacted zoll customer support to report that an unknown patient's battery pack was showing a fault when placed in the charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (will not hold a charge) has been investigated. As received, the battery would not charge when placed in the charger and did not power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.